Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 18-mar-2024 and forwarded to millyard advanced medical products, llc on 19-mar-2024. The patient reported both pumps were alarming pump failure, and they were unable to complete troubleshooting. The patient was advised to go to the ER; no adverse event was reported. No components associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.